Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the tracker was replaced. The imaging system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: bi71000218, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system found during servicing. It was reported that the left tracker of the system flickered. It was not stable. There was no patient present at the time of the event. Additional information was received. It was reported that the flickering impacted the tracking ability. The tracker was still able to be recognized in a stable state. Additional information was received: when it was checked on the navigation, the imaging system tracker was flickering and recognition was unstable. Although it was rarely that there were times when it was stable and recognition was capable, it returned to the state of flickering in a few tens of seconds. The operation was not stable. It was unknown if the tracker tracked at all. The tracker was intermittently working.

Manufacturer narrative:
The returned tracker was analyzed, and no failures were found. Previously reported code 10 is applicable, as are codes 213 and 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.